Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer stated that insulin pump had motor error and no delivery alarm. The customer stated that the drive support cap appears normal. The customer was able to clear the alarm and able to rewind the insulin pump. The customer also stated that they performed the displacement test and they were able to pass the test. The insulin pump will not be returned for analysis.